Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported (B)(6) that during service and evaluation, it was determined that the moving parts of the reciprocating saw attachment device did not move smoothly. It was determined that the device was frozen/would not move, and did not function. It was further determined that the device failed pretest for check oscillation frequency with frequency meter, and check for free movement. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not work. It was reported that there were no delays in the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.